Event description:
On event date pt underwent implantation of staar model aq-2003v intraocular lens in their left eye. According to reporter at surgery center, the lens shot out of the injector too quickly and tore the posterior capsule. The lens was removed, no vitrectomy performed. No other info could be obtained from the facility or doctor's office.